Event description:
It was reported that this implantable cardioverter defibrillator exhibited noise, undersensing and high within range pacing impedance measurements on the right atrial channel. Furthermore, the device exhibited respiratory rate sensor (rrt) oversensing. Further evaluation of the patient was discussed. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited noise, undersensing and high within range pacing impedance measurements on the right atrial channel. Furthermore, the device exhibited respiratory rate sensor (rrt) oversensing. Further evaluation of the patient was discussed. No changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the device emitted audible tones due to high out of range pacing impedance measurements on the right atrial channel. Reprograming of the device was discussed. This device remains in service.